Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a hemostasis procedure was performed on a patient who had suffered bleeding after colon surgery. When using a disposable ligation subject device, the ligation was released, and when the handle was finally disengaged, the spring in the handle jammed and it could not be disengaged. After repeated attempts to disengage it, the spring broke, making it impossible to remove the instrument. There was a slight procedural delay noted. There were no reports of patient harm.